Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-58 lead 2014-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead was removed/replaced after dislodgement. It was also reported that the electrophysiologist did not believe this to be a stable lead. No patient complications have been reported as a result of this event.